Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck [foreign body in reproductive tract]. Tampon string broke off [device breakage]. Went to remove a tampon the string broke off [complication of device removal]. Case description: consumer sent e-mail stating that as she went to remove a tampon, the string broke off leaving the tampon stuck. No serious injury was reported.